Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) has a bulge on the back of it. It was also reported that the battery has been dying fairly fast.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.